Manufacturer narrative:
E1: (B)(6). Patient country - united kingdom.

Event description:
(B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information available.